Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes1 malfunction event in which the device was causing the bur to chatter. There was no patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device was causing the bur to chatter. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record.   Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.